Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl due to delivering a 15 unit bolus. Customer alleged that the bolus was delivered without user input, however, pump data showed that the bolus was manually requested and approved. Low bg was addressed by consuming carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.